Manufacturer narrative:
Analysis and testing of 5 opened and used enlite sensors, found the needle hubs are separated from all 5 sensor bases.

Event description:
Customer called for help inserting a sensor. Customer stated that the sensor would not adhere to the body. Assisted customer with sensor insertion and customer stated that the needle is bent. Customer's blood glucose reading was 380 mg/dl. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.